Event description:
It was reported that, after tkr surgery, the patient experienced an infection. This adverse event was treated by a revision surgery on (B)(6) 2022, remove tkr and patella and legion revision tkr inserted. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported that a total knee/all-component-revision surgery was performed due to an unspecified infection after an unknown length of time in-situ. Based on correspondence, the requested medical documentation is not available. Reportedly the infection was the root cause of the revision; however, the source of the infection remains unknown. Without the requested clinical documentation, possible contributing clinical factors could not be definitively concluded. The patient impact beyond the reported infection and subsequent revision cannot be determined. No further medical assessment could be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection, active, local infection or previous intra-articular infections have been identified as possible adverse effects and contraindications. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.